Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, during balloon dissection, the device could not get optimum operating space due to product issue. The balloon made strange noise and would not inflate. Balloon deflated and leaked gas/air for there was a hole in the balloon. Surgeon worked around issue with limited space. Procedure continued. No patient injury.